Event description:
Boston scientific received information that this device battery displayed elective replacement indicator (eri) four months after stating that there was still 1.5 years battery remaining. It is believed that this device is depleting prematurely and will be replaced. To date, that have been no adverse patient effects reported.

Event description:
New information became available that this device was explanted and replaced.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.